Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that one day post implant noted that when the device was programmed to pacing in the ventricle only it matched the patient's sinus rate. It was further noted that during the implant procedure there were higher threshold measurements in the right ventricle apex, so the physician had placed the right ventricular (rv) lead in the septum. There was concern that the rv lead had possibly dislodged into the coronary sinus as pacing and sensing in the ventricle showed either an atrial or retrograde signal. At the time the physician opted to program the automatic gain control feature with smart blanking. Boston scientific technical services (ts) reviewed electrogram strips and agreed that the rv lead may have dislodged to the coronary sinus or that this was possibly due to bundle of his pacing from the implant location of the rv lead. Over one month later the clinician noted the rhythm of atrial sensing, ventricular sense, ventricular sensing and one again questioned if the lead had dislodged. Further review found oversensing on the rv channel. There were also variable sensing amplitudes and a slight increase in pacing threshold measurements. Ts suggested an x-ray and discussed possibly programming the device to pace and sense in the right artium only due to possible unusual lead location in the rv or micro-dislodgement. The physician opted to program the pacemaker to pace and sense in the atrium and noted he would see the patient in the future to determine any other course of action. The field representative was made aware that the patient has occcasionally fallen while living in the assisted living facility, however they are unclear if this is related to this issue. The rv lead remains in service and no adverse patient effects were reported.